Event description:
The surgeon reported via the territory sales manager that he will be revising a patient on (B)(6) 2013 due to a reported exeter stem fracture. No further details are available at this stage.

Manufacturer narrative:
The territory sales manager reported that he will be present during the revision procedure and will obtain additional event information at that time. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
Age, weight, and manufacturing date updated. An event regarding fracture involving an exeter stem was reported. The event was confirmed. A material analysis has been performed. The report concluded: the hip stem broke in fatigue. The origin was located on the lateral side with final fracture occurring along the medial side. (B)(4). Evidence of a mechanically assisted corrosion process was observed in areas of the proximal and distal stem sections. A breakdown in the cement mantel likely facilitated the stem movement resulting in the observed micromotion. No material or manufacturing defects were observed on the surfaces examined. A device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. A review of the complaint history database shows that there have been no similar reported events for the subject lot code. The exact cause of this event could not be determined as further information is needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time.

Event description:
The surgeon reported via the territory sales manager that he will be revising a patient on (B)(6) 2013 due to a reported exeter stem fracture. No further details are available at this stage.